Manufacturer narrative:
Unit had unresponsive escape and act buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit and low battery due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's escape button was unresponsive, then later began to respond. The customer did not recall any significant events leading up to this issue. Customer also reported that the insulin pump had a low battery alert and a battery out limit after inserting a new battery. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.